Event description:
It was reported the customer was a motor communication error alarm all day. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no alarms were noted. The insulin pump passed the self test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).